Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the customer reported event was confirmed via visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be a combination of the following factors: the usage age (2 years) and the usage frequency (many times) of the returned devices; the surgery was done on l5/s1, where the bone is relatively harder than other body parts; overload of the cantilever force applied during the channel creation or cutter removal.

Event description:
It was reported that the patient had hard bone and the cutters in the set were not sharp enough.the surgeon was unable to cut the pilot holes. Surgeon used another stryker brand product to complete the surgery.

Event description:
It was reported that the patient had hard bone and the cutters in the set were not sharp enough. The surgeon was unable to cut the pilot holes. Surgeon used another stryker brand product to complete the surgery.